Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 11-jan-2023. The most recent information was received on 27-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a 44 year-old female patient who had essure inserted (lot no. A06686). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced general physical health deterioration ("progressive, continuous and multifaceted deterioration of my state of health"). Essure was removed on (B)(6) 2023. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), iron deficiency anaemia ("anaemia"), musculoskeletal pain ("chronic musculoskeletal"), neuralgia ("neuropathic pain"), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), insomnia ("insomnia"), fibrosis ("fibrosis"), sciatica ("false sciatica"), immunodeficiency ("lowered immunit"), ear infection ("ear infections"), bronchitis ("bronchitis"), oropharyngeal discomfort ("throat discomfort"), cough ("cough"), asthma ("chronic asthma"), pruritus ("itchy hands") and metal poisoning ("medium and long term consequences of my heavy metal poisoning"). The patient was treated with surgery (essure removal on (B)(6) 2023). At the time of the report, the general physical health deterioration had not resolved. The outcomes for heavy menstrual bleeding, iron deficiency anaemia, musculoskeletal pain, neuralgia, fatigue, sleep disorder, insomnia, fibrosis, sciatica, immunodeficiency, ear infection, bronchitis, oropharyngeal discomfort, cough, asthma, pruritus and metal poisoning were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, iron deficiency anaemia, general physical health deterioration, musculoskeletal pain, neuralgia, fatigue, sleep disorder, insomnia, fibrosis, sciatica, immunodeficiency, ear infection, bronchitis, oropharyngeal discomfort, cough, asthma, pruritus or metal poisoning. The reporter commented: doctor shopping for 10 years, numerous consultations, examinations and treatments, loss of ability to work and therefore loss of a salary at home, difficulties in managing everyday life, social isolation. Removal operation performed on (B)(6) 2023. So no hindsight on the improvements in my state of health to expect. Actions taken to treat the patient in the healthcare facility: not specified 10 years of life ruined. I was never contacted again by the hospital, which inserted the essure implants in me in 2013, to check up on me and inform me of the problems caused by this device, after it was discontinued in 2017. I made the decision to have it removed on my own, it took me 9 months to find the surgeon capable of performing this operation. I am thinking of the medium and long term consequences of my heavy metal poisoning. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kg. Lot number: a06686. Manufacture date: 2012-05. Expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jan-2023: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 11-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a 44 year-old female patient who had essure inserted (lot no. A06686). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced general physical health deterioration ("progressive, continuous and multifaceted deterioration of my state of health"). Essure was removed on (B)(6) 2023. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), iron deficiency anaemia ("anaemia"), musculoskeletal pain ("chronic musculoskeletal"), neuralgia ("neuropathic pain"), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), insomnia ("insomnia"), fibrosis ("fibrosis"), sciatica ("false sciatica"), immunodeficiency ("lowered immunit"), ear infection ("ear infections"), bronchitis ("bronchitis"), oropharyngeal discomfort ("throat discomfort"), cough ("cough"), asthma ("chronic asthma"), pruritus ("itchy hands") and metal poisoning ("I am thinking of the medium and long term consequences of my heavy"). The patient was treated with surgery (essure removal on (B)(6) 2023). At the time of the report, the general physical health deterioration had not resolved. The outcomes for heavy menstrual bleeding, iron deficiency anaemia, musculoskeletal pain, neuralgia, fatigue, sleep disorder, insomnia, fibrosis, sciatica, immunodeficiency, ear infection, bronchitis, oropharyngeal discomfort, cough, asthma, pruritus and metal poisoning were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, iron deficiency anaemia, general physical health deterioration, musculoskeletal pain, neuralgia, fatigue, sleep disorder, insomnia, fibrosis, sciatica, immunodeficiency, ear infection, bronchitis, oropharyngeal discomfort, cough, asthma, pruritus or metal poisoning. The reporter commented: doctor shopping for 10 years, numerous consultations, examinations and treatments, loss of ability to work and therefore loss of a salary at home, difficulties in managing everyday life, social isolation. Removal operation performed on (B)(6) 2023. So no hindsight on the improvements in my state of health to expect. Actions taken to treat the patient in the healthcare facility: not specified 10 years of life ruined. I was never contacted again by the hospital, which inserted the essure implants in me in 2013, to check up on me and inform me of the problems caused by this device, after it was discontinued in 2017. I made the decision to have it removed on my own, it took me 9 months to find the surgeon capable of performing this operation. I am thinking of the medium and long term consequences of my heavy metal poisoning. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.